Event description:
It was reported to philips unit gave an error code consistent with ventilator (vent) inoperable (inop) pressure regulation high and shut off during patient use. The device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit with no patient issue. No patient harm was reported. Philips remote service engineer suggested per the manual: verify the proximal and machine tubing connections. Verify the pressures and flows. Replace the data acquisition (da) printed circuit board assembly (pcba). Replace the motor controller (mc) pcba. Customer requests onsite service. The field service engineer (fse) inspected unit and unable to replicate reported issue, oxygen (o2) sensor fail, other sensors reached close to upper limit of parameters. The fse recommend replacing the gas delivery system (gds). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An authorized service provider replaced the gas delivery system (gds) to resolve the reported issue. The gas delivery system was returned for failure investigation. The reported issue of pressure regulation high (1009 e/c) could not be duplicated.